Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring three or more times on this device. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support arranged replacement pump with updated software.